Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The 90% stenosed target lesion was severely tortuous and calcified located in the proximal circumflex (cx). The physician could not cross the lesion with a 2.50x28mm taxus liberte stent. The vascular access site was femoral and intravascular ultrasound (ivus) was not used. The procedure was successfully completed with a plain old balloon angioplasty (poba). No patient injuries or complications were reported. Patient condition listed as "good". However, product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified damage on the entire length of the stent with struts misaligned throughout. A visual examination revealed severe kinks the entire length of the shaft hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).